Event description:
On 20-jan-2026, a distributor reported via email that an ar-3636 knotless 1.8 fibertak soft anchor experienced an issue in which, after the anchor was inserted into the glenoid and set by gently tensioning all sutures, the #2 repair suture detached from the anchor and remained inside the glenoid while the detached end was left in the surgeon¿s hand. This was discovered during a procedure on (B)(6) 2026, with no reported patient harm. Additional information was received on 26-jan-2026: this issue occurred during a labrum repair procedure. A replacement ar-3636 knotless 1.8 fibertak soft anchor was used to complete the case. The anchor was left inside the bone, but no suture remained in the anchor. The case was delayed a few minutes with no additional anesthesia administered.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.